Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaw boot on the vasoview hemopro came off in pieces. A new kit was opened to complete the procedure. The hospital reported no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the silicon coating of the cold jaw boot had cracked down the middle and started peeling off. Only a small piece had detached. The silicon coating of the hot jaw boot was intact. The jaws showed signs of minimal clinical usage. There was a small evidence of blood on the handle of the device. Based upon the visual analysis, the reported complaint "jaw boot came off in pieces" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).